Event description:
In 2009, the patient reported experiencing elevated blood glucose of 14-19 mmol/l (252-342 mg/dl) for the past week. Her target blood glucose range is 6.5-7.0 mmol/l (117-126 mg/dl). Today, her blood glucose elevated to 26 mmol/l (468 mg/dl) and she changed her infusion set. She bolused 5 units of insulin and drank 2 glasses of water to lower her blood glucose. She stated that she saw a small air bubble at the top of the insulin cartridge and she has ongoing issues with air bubbles. She stated that there are no air bubbles in the insulin cartridge upon insertion into the infusion device and they develop "a day or two later". She stated that she wears the infusion device inverted to keep the air bubbles from moving into the infusion tubing. She was advised to always prime air bubbles out of the system. She stated that she does allow insulin to reach room temperature prior to use. The patient called back on the same day, to report her blood glucose had lowered to 20 mmol/l (360 mg/dl). She was sent sample infusion sets and an infusion set insertion device. A request for additional training was submitted. Upon follow-up the next day, the patient stated that her blood glucose was still elevated. She stated that she changes her insulin cartridge and infusion set every 10 days. She was advised to change the insulin cartridge and infusion tubing every 6 days and the infusion site every 3 days. Three days later, the patient reported that last night, her blood glucose began to elevate again and she "took a lot of insulin". This morning, her blood glucose measured 15/16 mmol/l (270-288 mg/dl) and she stated "I do feel better". The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.